Event description:
It was reported a high risk liver disease pt underwent a successful esophageal varices banding procedure. One week post procedure, the pt returned with massive bleeds from the sites previously banded. Hemostasis , via sclerotherapy, could not be achieved, and despite multiple transfusions, the pt expired. No malfunction of the device was reported to have occurred. Since follow up indicated this pt was a high risk liver disease pt, co believes the pt's condition contributed to this event. However, without evaluating the device and without further details, co is unable to determine the cause for this event. Directions for use state in potential complications: "bleeding secondary to ulceration at banding sites."